Event description:
While treating an non-intubated patient in respiratory distress, our crews initially placed the patient on a disposable CPAP device while moving from the residence to the ambulance. Once at the ambulance, the crew decided that bipap would benefit the patient and help to reduce the patient's work of breathing. They began setting up for the transition from disposable device to the transport ventilator. The ventilator was placed in bipap mode and the following connections were made: clear tubing attached to the white port, green tubing to the green port, ventilator circuit to the silver hub, and supplemental oxygen hose to the wall port in the ambulance. On the end of the ventilation circuit they attached an inline etco2 adaptor which connected to the phillips heart monitor for co2 monitoring. The ventilator was then set to the following settings: mode: CPAP sub mode: npiiv (bipap) peep: 6 pressure support; 6 fio2 100. The disposable CPAP system was disconnected from the patient while the actual mask remained secured to the patient's face. The ventilator circuit was connected from the ventilator to the mask and it was noted that the ventilator flowed continuously - not allowing the patient to exhale. The patient began to panic and grab at the mask. The mask was vented a couple times with no change noted, so the ventilator was disconnected from the patient. The patient was placed back onto the disposable CPAP device and there was no apparent adverse effects to the patient during this event. After the call, the crew attached a clean mask to the circuit and turned the vent back on, returned the default settings to the above settings, leaving all the previous connections in place (they did not disconnect any hoses from the ventilator following the initial failure). They were able to recreate the same continous flow issue as before (verified by placing the clean mask on a crew member). They turned the vent off, disconnected all the hoses, reconnected them, turned the vent back on, adjusted the default settings to the desired pressure support settings. Now when they placed the mask to their face, the ventilator worked as desired, and they could not recreate the failure a second time. It was noted that the service tag on the ventilator shows service due in april 2017. Both crew members have previous experience with the device and are proficient with its use. The device was removed from service and sent to the manufacturer for diagnostics and servicing.